Manufacturer narrative:
One pressure tubing with sample site was returned for examination. The reported event of detached connector issue was confirmed. The distal tubing male connector with lock nut was found detached from the pressure tubing. The detached male connector with the lock nut was not returned for evaluation. The appearance on the inserted portion of the detached tube indicated that the tube had been assembled to the male connector. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A supplemental report will be forthcoming with the device history results. It is common clinical practice to inspect all products before usage. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. In addition, they are used in critical care units or ors where patients are closely monitored. If the pressure tubing or connector becomes detached during use, it will affect the pressure waveform, which will immediately alert the clinician to begin the troubleshooting process. In this case, there were no patient complications noted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the lock nut of the male luer connector at the distal end of the pressure monitoring kit detached from the connector during use. The device was connected to the patient's left leg through a volume view catheter, and the lock nut detached from the connector and the connection between the catheter and pressure monitoring kit when the customer was changing the patient¿s body position towards the right side. Slight blood leakage was observed from the disconnected connection. The same incident occurred again on the next day to the same patient. Although there was blood leakage observed, there were no patient complications reported.